Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the non-calcified and moderately tortuous renal artery. A non-bsc 6f guiding catheter was inserted into the patient prior to inserting this 5.0mm x 19mm x 150cm express vascular stent delivery system. While the physician was advancing this express stent device to the target lesion through the non-bsc 6f guide catheter, the stent came in contact with the distal end of the guide catheter. As a result, the distal end of the stent was lifted and the express was unable to cross the lesion. The procedure was continued with another of the same express vascular stent delivery system. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).